Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked and unresponsive screen while being carried in a pocket, rendering the device nonfunctional and requiring replacement; the device was no longer water resistant and the user transitioned to backup therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 365 mg/dl and no reported acute complications. Outcomes included temporary interruption of intended insulin delivery and the need to use alternative therapy until the replacement device arrived. Investigation included collection and review of user-provided photos, verification of shipping and device return, and internal complaint handling and inspection of returned device. Investigation of this device revealed physical damage to the display assembly consistent with a broken or cracked screen that impaired device usability, with no allegation of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external mechanical stress.